Event description:
Caller reported damage to tandem charging cable, which rendered the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the damaged charging supplies to be replaced via 2-day shipping.